Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported driveline disconnect was confirmed via the submitted log files. The controller event log file contained events from 18oct2025 through 23oct2025. Three pump stops due to the driveline being disconnected were captured on 23oct2025, consistent with the reported events. Following the disconnects, the driveline was reconnected, and the pump ramped up to the set fixed speed without issue. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including psychiatric episodes, that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found by his wife unconscious after disconnecting the driveline. The wife of the patient reinserted the driveline but not completely. The patient was admitted at the hospital, intubated, and unconscious. Log files were sent for review. The pump was off on (B)(6) 2025 from 10:53:50-10:53:52, 11:13:28 - 11:13:30, and 11:48:03 -11:48:06. Other then the driveline disconnect there were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. Per the site, there was an internal communication error in log file analysis. The actual pump stops were 10 minutes, 45 seconds, and 19 seconds. The reason for the driveline disconnect was due to the mental status of the patient. The patient recovered, and psychological support was being provided.